Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: (B)(6). Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: (B)(6). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: (B)(6). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: (B)(6). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: null batch: 32398638 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: null batch: 32398638.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent an explant procedure where the implantable pulse generator (ipg), leads, lead extensions, and burr hole covers were removed. The explanted devices were retained by the medical facility and were not returned to bsc. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome, and any additional medical intervention.